Manufacturer narrative:
(B)(4). Complaint device was returned to dexcom and evaluated. The reported failure was not confirmed and no failure detected.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 patient experienced no audio or vibratory alert. Dexcom has issued an rga for patient to return her device to be investigated. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.